Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. The touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons did not illuminate, and the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. There were also signs of burn damage to the front panel assembly and one of the connectors to the inverter board. A known good front panel assembly was installed and the cycler became operational. Damaged front panel assembly is on hold for engineering evaluation. An internal visual inspection of the returned cycler revealed no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patient¿s liberty select cycler went blank during a dwell cycle. The power cord was properly connected in both ends. The cycler was rebooted and the ok and stop buttons lit up, however, the screen remained blank. A burning smell was noted coming from the cycler. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. The patient was able to complete the treatment. There were no adverse events, injuries, or medical intervention required as a result of the event. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board was burned.